Manufacturer narrative:
The neuro balloon catheter (7cbd10) was returned for evaluation: device history record (DHR) review - review of the history device records for the product code 7cbd10 with lot 7324140, conformed to the specifications when released to stock. Failure analysis - the complaint is confirmed. The returned neuro balloon was not decontaminated, and it was returned in its protective sheath but without its syringe. Visual inspection showed there was no damage on the connector, and the tube was not damaged. The balloon was not in good condition; a tear was noted. The connection was correctly done between the 1cc syringe and the hub, and the balloon could not inflate at all as it was damaged. The source of leakage was investigated and observed at the distal part. A first test was done in water and bubbles came out from the distal section, then water was inserted through the tube, using the syringe, and it could be observed that droplets came out at this specific point in the distal section of the balloon and at the strangulation marking section. Root cause - the root cause for the issue reported by the customer is probably due to an improper handling during "endoscopic third ventriculostomy." As mentioned in the IFU for neuro balloon bl915009 rev. A section precautions, it is written, ¿these balloon catheters are extremely delicate instruments: extra care must be taken in their handling and use. Even though each product is inspected and tested to assure integrity during manufacture, a pin hole or leak may still occasionally develop during use due to the special construction of the device.¿ no corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility has reported that the neuro balloon catheter (7cbd10) was perforated whilst doing an endoscopic third ventriculostomy. Additional information received from the customer as follows: did the event occur at the beginning of surgery during test/prior to use? Or when the catheter was in the patient? The event occurred when the catheter was in the patient. The balloon was inflating fine outside the patient and for approximately half the procedure. Were there any consequences for the patient health? No lasting consequences for the patient. Did it lead any increase of surgery delay? If yes: inferior or superior to 30 min? The event is likely to have lengthened as the surgeons had to deal with the resulting air bubble- perhaps adding around 30 minutes to the procedure. How was the medical team able to finalize the procedure? (Use another product? Another method?) Opened another neuroballoon catheter to expand the ventriculostomy and disperse the air bubble. How is the patient now? The patient is well.